Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. There is no indication that a wider population of product is affected, further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. When inflating a 6 x 100 mm armada 35 balloon catheter, there was a leak in the hub at the connection with the syringe. The catheter was removed and the procedure was successfully completed with another armada 35 balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.